Event description:
There was an allegation of questionable elecsys hiv combi pt results for 1 patient sample on a cobas e 411 analyzer (disk system). On (B)(6) 2026, the intial hiv combi result was 1.98 coi, interpreted as reactive. The sample was sent to another laboratory and tested using a clia method and the result was <0.01, interpreted as negative. On (B)(6) 2026, the sample was retested and the result was 0.364 coi, interpreted as non-reactive.

Manufacturer narrative:
The analyzer serial number is: (B)(6). Calibration was last performed on (B)(6) 2026. The qc recovery data provided was within specification. All initially reactive samples (results = 0.90 coi) should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv combi pt assay performs within specification. No product problem was identified.